Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: phone: (B)(6). Name and address: postal code:(B)(6). PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the end tip of the basket of an ngage nitinol stone extractor, was out of shape and could not be opened. The unspecified procedure was completed by using a new device. There were no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event:as reported, the end tip of the basket of an ngage nitinol stone extractor, was out of shape and could not be opened. The unspecified procedure was completed by using a new device. There were no adverse effects to the patient reported.investigation evaluation:reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test of the complaint device was also conducted.the complaint device was returned to cook for investigation. One device was returned partially in packaging tray in the open packaging. The handle actuates basket assembly. One wire was slightly bent but did not affect opening and closure of basket. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number.because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The product IFU warns that excessive force could damage device. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The returned device was found to have a basket that was misshapen and did not have the proper shape in either the opened or closed position. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk analysis for this failure mode was reviewed and no additional escalation is required.the appropriate personnel have been notified and cook will continue to monitor for similar events.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.